Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt had visited her neurologist, one of her devices was found to be turned off. When it was interrogated with the clinician programmer, it was found that the device was at factory settings. The physician then reprogrammed to proper clinical parameters and the device accepted the new program. It was not clear if the device was in a power-on-reset (por) condition. The battery level was at 3.74 at the time so a battery issue was not suspected. It was noted that the pt did have a CT scan in (B)(6) 2010. The pt did not have any symptoms on the side with the device that was turned off so it was hard to tell how long the device was off. Last programming (prior to (B)(6) 2010 visit) was in (B)(6) 2010. The pt recovered completely and was reported as doing fine.